Event description:
It was reported that a cartridge alarm 16 occurred during load sequence. Additionally, it was reported that an o-ring was on the pneumatic tap. Customer's blood glucose level was 250 mg/dl. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.